Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to meet spec with respect to the reported symptom, which was confirmed through the history log but not reproduced. The device was found to be operating as expected.

Event description:
It was reported that a spectrum pump turned off when tapped. It was also reported there was no pt involvement.